Event description:
Alaris pump module internal part broke off during use causing alteplase infusion to infuse over less than 10 minutes rather than over 1 hour. Patient was monitored closely and did not suffer harm due to this malfunction. FDA safety report ID# (B)(4).